Event description:
The customer reported via phone call that there a button error alarm occurred on the insulin pump. Customer's blood glucose was unknown. The customer also reported a crack on the lower left corner of the display. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display right window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.